Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50 x 32 synergy¿ drug-eluting stent, it was noted that the mounted stent struts were found to be lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the distal stent rows 1-18 were damaged and stretched in a distal direction. The maximum crimped stent profile measurement at the time of manufacture was reviewed and found within specification. The tip was visually and microscopically examined and no damage was noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full length of the catheter. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50 x 32 synergy¿ drug-eluting stent, it was noted that the mounted stent struts were found to be lifted. The procedure was completed with another of the same device. No patient complications were reported.